Manufacturer narrative:
The received x-ray picture shows one implanted radial head prosthesis system. Reviewing the received x-ray, the root cause for patient pain cannot be determined. Relevant actions have been taken to address this issue. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2016, the patient underwent an unknown procedure and was implanted with the radial head and radial stem. On (B)(6), 2019, patient underwent revision surgery due to pain and discomfort. The devices were removed from the patient. The procedure and patient consequence were unknown.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown date, was implanted with the radial head and radial stem. The patient underwent a removal of implants on an unknown date due to pain and discomfort. It is unknown if the patient was implanted with additional devices. This complaint involves two (2) devices. This is report 2 of 2 for (B)(6)